Manufacturer narrative:
The fse found a defective clenz level sensor that was not detecting clenz and caused a leak. The fse replaced the clenz level sensor to resolve the leak. (B)(4).

Event description:
The customer reported an uncontained cleaner fluid leak of approximately ten (10) ml from the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.